Event description:
When assist placed robotic large clip applier into arm of robot, error message appeared stating the instrument is not recognized by system. After three attempts, circulator grabbed another instrument and proceeded with surgery as planned.